Event description:
The customer reported that the 7700 system would x-ray without pressing the switch. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.